Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 0.3ml 31ga 6mm whole unit 10bag that during use the needle separated hub. The following information was provided by the initial reporter: verbatim: consumer reported needle hub separated and stayed inside of the shield before injection. Consumer stated that the issue involved 3 boxes of the same product, two of the boxes have been discarded, lot #s are unavailable. Sample from current box will be submitted for evaluation.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 5 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9168934. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200832054, 200831485] noted that did not pertain to the complaint.

Event description:
It was reported that the bd syringe 0.3ml 31ga 6mm wholeunit 10bag that during use the needle separated hub. The following information was provided by the initial reporter: verbatim: consumer reported needle hub separated and stayed inside of the shield before injection. Consumer stated that the issue involved 3 boxes of the same product, two of the boxes have been discarded, lot #s are unavailable. Sample from current box will be submitted for evaluation.